Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. However the fse review the fault codes on the unit and they point to the patient catheter. The fse performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient the cs300 intra-aortic balloon pump (iabp) unit had a leak in iabp alarm. There was no harm or injury to patient and no adverse event was reported.

Event description:
It was reported that during use on a patient the cs300 intra-aortic balloon pump (iabp) unit had a leak in iabp alarm. There was no harm or injury to patient and no adverse event was reported.